Manufacturer narrative:
Pump was received with compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. No moisture damage inside reservoir compartment, motor or electronic assembly noted. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. The customer did not recall any incidents leading up to this event. Blood glucose level at the time of the incident was 157 mg/dl. During troubleshooting, the customer confirmed that the drive support cap was sticking out. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.